Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the direct current to direct current converters on the power management printed circuit board assembly had failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by MFR: 28aug2019. Date of this report: 03sep2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer's biomedical engineer reported that the replacement of the motor controller printed circuit board was the resolution of this reported event. The power management printed circuit board assembly was also replaced. It was further reported that the device is now functioning correctly, and is back in use.